Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation of the pulse generator, a parameter error message was displayed. Further interrogation found that the device functioned normally. The device was reprogrammed. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.